Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed that (B)(6) was the primary controller in use during the reported event. Review of the controller log files revealed one (1) controller power-up event, with an associated motor start event, logged on (B)(6) 2025 at 01:42:54, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 30% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 22% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for fifteen (15) seconds. No anomalies were recorded leading up to the loss of power. In addition, log file analysis revealed motor start events recorded on (B)(6) 2025 at 01:43:01 and on (B)(6) 2025 at 01:55:11 and at 01:56:27, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient's backup controller, initially in use during the reported event. Log file analysis revealed a controller power event with an associated motor start event logged on (B)(6) 2025 at 15:40:43. Various parameters, including time, patient ID, and pump ID were programmed prior to the controller power up event, indicating that the power up event occurred during the initial programming of the controller and/or a controller exchange. Log file analysis revealed two (2) additional controller power-up events, with associated motor start events, logged on (B)(6) 2025 at 01:55:05 and at 01:56:21, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the two losses of power was not available for analysis. The controller was without power for sixteen (16) seconds and one (1) minute and thirty-two (32) seconds, respectively. Additionally, review of the alarm log file revealed one (1) critical battery alarm was logged on (B)(6) 2025 at 01:53:36 involving (B)(6), which was due to the patient allowing the battery to deplete below 10% relative state of charge (rsoc). As a result, the reported events were confirmed. The most likely root cause of the loss of power event associated with (B)(6) can be attributed to the reported disconnection of both power sources by the patient, as described in the event details. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the most likely root cause of the controller power-up event on (B)(6) 2025 involving (B)(6) can be attributed to a controller exchange, as described in the event details. The most likely root cause of the observed critical battery alarm can be attributed to the patient allowing the batteries to deplete to below 10% rsoc, trigge ring critical battery alarms. The most likely root cause of the losses of power on (B)(6) 2025 associated with (B)(6) can be attributed to the reported disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: serial#: (B)(6), h3: yes d1: controller, d4: serial#: (B)(6), h3: yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent review of log files revealed additional motor start events with parameters outside of the typical range. It was felt by the site that the patient had likely allowed batteries to deplete down to zero again causing the additional motor starts.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the additional controller loss of power event was attributed to double disconnection of power sources by the patient.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 29-apr-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was going to be exchanged prophylactically. Before the exchange, log files were downloaded to ch eck for motor starts with atypical parameters. Review of the log file data revealed a motor start event with parameters outside of the typical range. The motor start was triggered by a double disconnect caused by the patient. The patient was sleeping with the controller connected to two batteries. The patient was woken up by a low power alarm. When the patient attempted to exchange the power sources, the patient connected an ac adapter to the controller. However, the ac adapter wasn't plugged into the wall and the patient loss power to the ventricular assist device (vad) for 15 seconds. The patient was re-educated on the importance of sleeping with the ac adapter connected, being diligent when changing power sources, and not disconnecting both power sources at the same time. The vad remains in use. The controller was exchanged with a surgeon available if needed. No patient complications have been reported as a result of this event.